Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. There was some calcium in the iliac arteries and the aortic neck had a 10-degree angle. The pt has a history of hypertension and chronic obstructive pulmonary disease. It was reported that at the end of the procedure a proximal type I endoleak was noted due to the presence of calcium that was present in the aortic neck. A mega stent was implanted within the bifurcated stent graft at the aortic neck to provide an adequate seal. No clinical sequelae were reported, and the pt is reported to be fine.